Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No frozen screen or audio beep anomaly noted during testing. Unable to verify for time clock or bolus stopped alarm due to no button response. The insulin pump received with scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had unresponsive buttons and the time clock was not advancing. The battery was removed for two hours, but the anomaly persisted. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.